Event description:
It was reported the ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter leaked during a percutaneous transhepatic cholangio drain (ptcd) procedure for an unknown patient. Another drainage catheter was used to complete the procedure. No damage to the outer packaging was found before the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D2a - common name: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy d2b - product code: gbo, lje (B)(6) g4 - PMA/510(k) #: k173035 this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Correction: h6 - annex g. It was reported that during the procedure, the ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was found to be leaking. Another drain was used to complete the procedure. The patient reportedly experienced no adverse effects as a result of this incident. Reviews of the documentation, including the complaint history, device history record, instructions for use (IFU), quality control procedures, and specifications, as well as a visual examination of the returned device, were conducted during the investigation. One used catheter was returned for evaluation. The suture and cap were missing from the catheter. Due to the condition of the returned device, a leak test and gap gauge measurement were unable to be completed. An examination of the flare found it to be damaged and torn. Based on the condition of the flare, the device was determined to be out of specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that controls are in place to detect this failure mode prior to release. A review of the device history record (DHR) for the device found two potentially related nonconformances, in which three devices were scrapped prior to further processing. It should be noted that there were no other complaints associated with the final product lot number. Further investigation of related lots found two additional complaints for leakage that were previously placed on stop-ship; however, the containment was expanded to include the two additional lots with leakage complaints. Cook also reviewed product labeling. Instructions for use (IFU) document t_multi2_rev1 is packaged with this device. The product IFU states the following in consideration of the reported failure mode: ¿how supplied: upon removal from package, inspect the product to ensure no damage has occurred.¿ evidence provided upon review of the DHR and returned device suggests that the device was manufactured out of specification and that there are possible nonconforming devices in house or out in the field. Containment was performed on the complaint lot, but field action was determined not to be necessary. Based on the information provided, examination of the returned product, and the results of our investigation, it was concluded that a manufacturing deficiency at the supplier contributed to the reported event. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.